Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell cycle two of four of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient ended therapy for the night and did not plan to restart until the next day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the return of the device has been made. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. The sample was run on the homechoice (hc) device in simulation of therapy, with no problems identified. The device met product specifications related to the reported event. Therefore, the reported issue could not be verified and the cause could not be determined. Should additional relevant information becomes available, a follow up medwatch will be submitted.